Manufacturer narrative:
The device was investigated by a maquet field svc tech. A defective 12 amp breaker was replaced. The unit was tested to factory specifications. Testing to factory specifications was successful and the unit was returned to svc. (B)(4).

Event description:
It was reported that the 12 amp breaker tripped while in use on a pt. A second device was brought in and used. No reported pt effect. (B)(4).